Event description:
It was reported that balloon rupture occurred. The 100% stenosed was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es catheter. The balloon was loosely folded. The tip, balloon, inner/outer shaft and hypotube of the returned device were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 7mm in length, tip damage, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.